Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a below-the-knee percutaneous angioplasty procedure via pedal access, the dilator included in a micropuncture transitionless pedal access set stretched during insertion of the device. The access site was not scarred. However; a little resistance was encountered upon insertion of the device. Once the dilator was in the patient, the user reported that the shaft was floppy, as if the dilator had bent and stretched out. The dilator was removed from the patient, and another device of the same type was used to complete the procedure, without further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Summary of event: as reported, during a below-the-knee percutaneous angioplasty procedure via pedal access, the dilator included in a micropuncture transitionless pedal access set stretched during insertion of the device. The access site was not scarred; however, "a little" resistance was encountered upon insertion of the device. Once the dilator was in the patient, the user reported that the shaft was floppy, as if the dilator had bent and stretched out. The dilator was removed from the patient, and another device of the same type was used to complete the procedure, without further complications. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook in a used condition. The dilator measured 11.6cm in length from the distal end of the hub to the distal tip. Visual examination confirms the dilator was stretched and elongated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. The affected component is supplied to cook from an external supplier. The supplier's review of the lot history found no relevant nonconformance, and there was no indication from the lot that the product or manufacturing process failed to meet specification. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: ¿upon removal from package, inspect the product to ensure no damage had occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based upon the available information and results of the investigation, cook has concluded that component failure unrelated to manufacturing contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.